Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off within one day of use. Event was occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.